Event description:
It was reported that elevated capture thresholds were observed on the right ventricular (rv) lead. Other parameters were stable. The rv lead was capped on (B)(6) 2026 and replaced. The patient was stable.